Event description:
Rn went to flush peripheral IV with an IV extensiion set already attached to IV. Saline leaked around connection. Tape removed and found extensiion tubing broken from IV hub. Tubing broke beneath the connecting hub of the extension set.